Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast implant illness symptoms, left breast capsular contracture. H6 health effect - clinical code e2402: breast implant illness. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5156825 & mw5156826) that a patient underwent an unspecified breast surgery with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including feelings of weakness, breast pain, decreased reach, left brain fog, memory issues, swallowing issues, heaviness in chest, dizziness, loss of balance, nausea, muscle pain, joint pain, neck/back stiffness, eye twitching, tailbone pain, headaches, metallic taste, dry eyes, tiredness, burning sensations, palpitations, chest discomfort, thyroid level changes, constipation/gas/bloating, swollen glands, bruising, temperature intolerance, night sweats, hormonal changes, ringing ears, insomnia, hair loss, changes in breathing, and changes in nails (cracking . No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. Additionally, the patient was diagnosed with breast implant illness and baker grade iii capsular contracture in her left breast. As a result, the patient underwent bilateral explantation with no replacement breast prostheses in 2024. The patient noticed improvement in symptoms following explantation. This medwatch report is for the patient¿s right breast prosthesis.